Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) for failure analysis which was completed. The customer reported complaint was confirmed and reproduced. The erbe was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the customer reported mid-procedure to report their erbe generator unit screen was empty. The customer stated it was "glowing" as if it had power, but the screen was blank. Technical service engineer (tse) reviewed error logs and found no related errors at the time of the call. Tse had the customer unplug the foot pedal cables and rcb cable, then had them reconnect the rcb cable only then power cycled the unit. The erbe came back up normally with no issues. The customer continued with the procedure as planned. Tse informed the customer that the reported problem could return. When call ended, live logs indicated multiple iesu error c-01 was occurring. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: we ended up converting to another system to complete the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting erbe generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the erbe for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.